Event description:
On an unspecified date approximately two months prior to (B)(6) 2025, the user experienced a severe hyperglycemic event with reported blood glucose levels up to approximately 800 mg/dl. The user experienced symptoms including vomiting and dehydration and was transported to the hospital by a caregiver. The user was diagnosed with diabetic ketoacidosis (dka) and required treatment with intravenous insulin and fluids. The user was admitted to the intensive care unit for approximately five days before being discharged. The user subsequently resumed use of the ilet.

Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis requiring ICU admission and intensive medical intervention. This situation can result in acute metabolic decompensation and is consistent with the reported need for intravenous insulin, fluid resuscitation, and prolonged hospitalization. Device data was not available for review as the device logs were not synced; therefore, device performance could not be evaluated. The user reported no troubleshooting or corrective actions were taken prior to hospitalization, and no issues with supplies were identified. Based on the available information, the root cause of the event could not be definitively determined. No device malfunction could be confirmed or ruled out. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.